Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller (an assistant facility administrator of a dialysis clinic) reported that after a patient finished receiving treatment in the clinic, they began "feeling weakened and dizzy". An attempt was made to test the patient's blood glucose using an adc meter, however they were unsuccessful due to the test strips not fitting in the meter. The customer was provided a (B)(6) (soda) and unspecified oral pills and then "sent to the hospital to get treated". Caller declined to provide any additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with button, calibration bar, and test strip insertion. Did not observe power issue with strip port. No product deficiency was identified. (Meter serial number) has been updated based on the returned product. (Unique identifier (UDI) #) was inadvertently omitted from the initial MDR 30 day report.

Event description:
Caller (an assistant facility administrator of a dialysis clinic) reported that after a patient finished receiving treatment in the clinic, they began "feeling weakened and dizzy". An attempt was made to test the patient's blood glucose using an adc meter, however they were unsuccessful due to the test strips not fitting in the meter. The customer was provided a (B)(6) (soda) and unspecified oral pills and then "sent to the hospital to get treated". Caller declined to provide any additional information. There was no report of death or permanent injury associated with this event.